Event description:
The manufacturer received a report alleging a ventilator service required alarm occurred on a trilogy evo device. No medical intervention was required, and the device was not in clinical use at the time of the event. The device was returned to the manufacturer's service center for evaluation, where the customer¿s complaint was confirmed. During the assessment, the event history log was reviewed, verifying the reported error. A visual inspection revealed contamination inside the device¿s flow sensor, which led to a failure in the flow verification test and substantiated the original complaint. The investigation concluded that the contamination inside the flow sensor was the root cause of the test failure observed during service.